Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead underwent a revision procedure to upgrade the patient's therapy. When the physician pulled on this lead from the terminal pin, the terminal pin pulled away from the lead body, and left the insulation exposed. The lead was therefore surgically abandoned and replaced. No adverse patient effects were reported.